Manufacturer narrative:
Trace log files reviewed by MFR. No issues observed with instrument. Instrument working according to specification. Customer reports that thb results have been fine since he reported the one unusual thb result on (B)(6).

Event description:
Customer reports 3 capillary samples run on the same pt drawn at one hour intervals on same morning with discrepant total hemoglobin results. There was no impact to pt care. No treatment was provided or denied as a result of this event.